Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspections reveled that the device is in a normal used condition, it does not show structural anomalies. To test its functionality the device was connected to a test generator. Ablation and coagulations functions worked as expected. Device was sent to the supplier for suction test. The supplier performed an evaluation with the following results: active tip is in used condition, tissue debris inside the active tip, scratches visible on ceramic and return tube, return cap appears charred. Handle, cable and plugs assemblies are in good condition. Residue visible in the suction tube. It was observed that the external surface of the return cap is charred, previous investigations at atl UK have shown where the exterior of return cap exhibits a degree of charring on the external surface, this charring is not seen following normal use of the electrode and has likely caused by reverse activation. Revers fire up occurs when the cut return cap is partially buried in tissue, this reduce the exposed area, and the fire-up takes place in the return rather than the active tip. Device failed primary capacitance electrical check. Also, device failed flow rate test before and after activation. From our internal investigation performed on the returned complaint device, we were able to confirm the customer reported event that the electrode suction was clogged and did not work any longer. The device was found to fail flow specifications both prior to and after activation due to a build-up of tissue debris at the distal end of the electrode which could not be cleared during testing at atl UK. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. The product instructions for use (IFU) cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The suction failure mode has been reviewed against the systems risk assessment, the highest identified risk for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irrigant flow. Resulting in reduced visibility & increased procedure time - patient under anaesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is 'minor' and 'frequent' and rated as as low as reasonably achievable (alra). The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings can be traced to procedural variables such has handling of the device or product interaction during procedure; procedural debris caused a blockage, therefore suction failed. The charring of the return cap can attributed to user error and in unrelated to the customer reported suction blockage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that the vapr tripolar 90 suction electrode device clogs after some minutes and suction does not work. It was reported that another new device was used and worked well with the same settings. There were no reported adverse consequences to the patient. No additional information could be provided.